Manufacturer narrative:
H6. Device code: a1002 is no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s current hcp did not take care of this patient until on (B)(6) 2021 and the previous provider left on (B)(6) 2021. The current hcp refilled this patient¿s pump at the previous dose. There was backflow when the hcp checked to make sure the baclofen solution was getting into the pump. The patient had not reported issues to the current hcp as of on (B)(6) 2021. Progress notes were provided from a visit date on (B)(6) 2021 and the patient was seen for baclofen pump interrogation, programming, and refill. The patient had a history of incomplete spinal cord injury resulting in a spastic paraplegia. The patient had not had medical issues since the last visit and was there to have the dose increased again. The initial dose had not resulted in much change but had noticed dosing starting to work. He had reduced his oral baclofen to 20 mg daily. It was noted, the lump in back was unresolved suture, as per surgical note. The patient had muscle weakness and muscle atrophy. Physical examination showed the pump was located in the left lower quadrant and peak at 9 o¿clock. The pump was becoming more horizontal. There was moderate edema and redness at the incision site on the right side. At pump refill interrogation showed a residual volume of 3.8 cc of baclofen (500 mcg/ml) and 5 ccs were removed. The concentration was changed to 1000 mcg/ml and rate was increased to 701.4 mcg/day from 638.72 mcg/day. It was reported 40 mg of baclofen was placed. The patient was seen again on (B)(6) 2020 to have the dose increased again and felt it only needed a small adjustment. The patient did notice some somnolence and he had discontinued oral baclofen. Physical examination of the abdomen at this time showed the pump migrated superiorly by 1¿. However, the patient¿s skin was intact at this time. The system was interrogated and showed a residual volume of 36.3 mls of baclofen 1000 mcg/ml. The rate was increased to 736.1 mcg/day from 701.4 mcg/day. The new low reservoir alarm date was on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that in (B)(6) 2020, the pump "moved" and later that day the patient went in for a refill and the hcp had a hard time getting the medication into the pump. Then about 24 hours later the patient's spasticity came back some and he started "hurting worse." He also mentioned the pump site felt hot, but not to the touch. At refills, the hcp always removed the expected amount of medication, so they didn't suspect anything was wrong with the device. No further complications were reported.